Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed brief elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported elevated ldh, and heartmate ii lvas, could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2019 at 10:01 through (B)(6) 2019 at 20:22. Brief elevations in power over 8 w were captured on (B)(6) 2019 and (B)(6) 2019, reaching a maximum of 9.2 w. Estimated flow was also elevated during these events, ranging from 11.2-11.4 lpm. Excluding these events, power ranged from 4.6-7.1 w and estimated flow ranged from 3.8-8.8 lpm. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the file. The pump appeared to be operating as intended. It should be noted that additional power and flow elevations were observed in the log file that was submitted on 20jul2019 (reported under MFR # 2916596-2019-03607). The patient remains ongoing on the device. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, the IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Additionally, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The IFU and hmii patient handbook address all system controller alarms (including low voltage hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years and 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2019 the patient presented with elevated lactate dehydrogenase (ldh) of 1024 u/l. Log file submitted for review revealed a few unsustained power elevations. The overall trending is unremarkable and the mcs equipment is operating as intended. The patient reported another spike in their ldh along with elevated watts and flows. The patient¿s international normalized ratio (inr) was 2.9. Additional log file submitted revealed intermittent power and flow elevations taking place across (B)(6) 2019, and (B)(6) 2019 which seem to be associated with pulsatile index (pi) events. The pump is maintaining its set speed. Additional information reported that no further testing or treatment was performed. The patient ldh is trending down with a new inr goal of 2.5 to 3. The patient is currently stable and will be monitored as an outpatient. No additional information was provided.